Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5 describe event or problem: it was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes that there was overfill. The following information was provided by the initial reporter: noted to have overfilling for sodium citrate tube cat #363083 causes inaccurate of 1:9 blood to additive ratio. D2: common device name: bd vacutainer® 9nc 0.129m plus blood collection tubes. D.3 medical device manufacturer: becton, dickinson & co. (Broken bow). D.4. Medical device expiration date: 2023-07-31. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson & co. (Broken bow). H.4. Device manufacture date: 2023-01-16. H.6. Investigation summary: "bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. The blood meniscus is visible under the bottom edge of the closure. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 samples were evaluated by functional testing. No issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode." The following fields have been updated with additional/corrected information: d.4. Medical device catalog: 363080. D.4. Device lot: 3016598.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes that there was overfill. The following information was provided by the initial reporter: noted to have overfilling for sodium citrate tube cat #363083 causes inaccurate of 1:9 blood to additive ratio.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill. The following information was provided by the initial reporter: noted to have overfilling for sodium citrate tube cat #363083 causes inaccurate of 1:9 blood to additive ratio.